Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No relevant imagery provided therefore no imagery evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, DHR review and lot history review was not performed the complaint was not confirmed therefore no lot history review was performed, no complaint history review was performed. The device has been implanted 5 years or greater with structural valve deterioration (regurgitation) therefore no complaint history review is required no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore no manufacturing mitigation is required. The instruction for use (IFU), IFU, retroflex 3 delivery system with sapien thv was reviewed. No IFU/training deficiencies were identified. A risk management review was performed. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required at this time. The complaint for valve regurgitation was unable to be confirmed due to unavailability of medical record/applicable imagery. A definitive root cause is unable to be determined. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patientrelated factors, structural valve deterioration, or nonstructural dysfunction (e.g., pannus growth). As reported, the transcatheter heart valve failed due to regurgitation and a tavr in tavr was performed. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
Per field clinical specialist, the transcatheter heart valve failed due to regurgitation and a tavr in tavr was performed.